Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d9, h2, h3, h6 and h11 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed: defective cable unit that was causing a communication error e224. In addition, new damages/defects were observed: cable failed leak test. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a communication error indicating error code e224. The event was found during reprocessing, before the beginning of an unspecified therapeutic procedure. No patient involvement.

Event description:
It was reported, the camera head had a communication error indicating error code e224. The event was found during reprocessing, before the beginning of an unspecified therapeutic procedure. No patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.